Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due the patient presented peyronies and needed a malleable prosthesis. The ipp was removed and a tactra penile prosthesis was implanted. No information about the patient's outcome was provided.